Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot d349 was performed. There were no nonconformances associated with this lot. This lot met release requirements. The uvadex lot number was not provided, as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint categories, drive tube leak/break and alarm #18: system pressure and no trends were detected. However, a corrective and preventive action has already been initiated for complaint category, drive tube leak/break. This assessment is based on information available at the time of the investigation. The kit has not yet been received at the time of this report. A supplemental report will be filed when the analysis of the returned kit has been completed. (B)(4). Not yet received.

Event description:
Customer called to report a blood leak at 192 ml whole blood processed. Customer reported a system pressure alarm and then upon opening the door, found blood in the centrifuge chamber. The procedure was aborted. Patient was reported to be stable. Customer reported that she believes the leak is at the bottom of the drive tube, close to the drive tube clamp. Kit will be returned for investigation.

Manufacturer narrative:
The kit and smart card were submitted for analysis. Review of the smart card data confirmed the reported occurrence of a system pressure alarm. Review of the components confirmed a leak at the whole blood inlet line connected to the tri-connector at the base of the drive tube. Further evaluation of the components found that the suspect tube was fully inserted into the bond joint. The device history record review did not reveal any related nonconformances. The analysis determined the root cause was, most likely, due to a solvent bond that was not properly formed due to a manufacturing assembly error. Manufacturing operator retraining was completed to address the issue. Trends were reviewed for complaint category, tubing leak, and no trends were detected. (B)(4).